Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an an unknown date and a drain was used. Intraoperatively, when trying to apply negative pressure, the suction could not be done as there was a damage on the drain. The affected drain was removed from the patient when the problem occurred. The other 2 drains were left in the patient. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.